Event description:
Handle of introducer broke while surgeon was placing the catheter. Blood flow through the lumen made it difficult to visualize the introducer lumen. Pt became bradycardic, code called. External pacemaker applied. Bradycardia successfully treated. Procedure terminated, hemostat clamp placed on catheter introducer and covered with sterile bandage.